Event description:
It was reported that approximately 5 years, 5 months, and 1 week following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized. A high gradient, calcification, leaflet thickening, and poor valve leaflet coaptation were noted. Additional information was received indicating that the evolut pro+ valve was implanted in the patient's native annulus. It was also noted that the patient's anatomy was not favorable for transcatheter valve-in-valve replacement, so surgery was planned.

Manufacturer narrative:
Additional information: b2, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years, 5 months, and 1 week following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized. A high gradient, calcification, leaflet thickening, and poor valve leaflet coaptation were noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: computed tomography (CT) quality is suboptimal due to low contrast with motion and blooming artifact. Patient has a 29 mm evolut pro+ implanted on (B)(6) 2019 per medtronic device implant query. Evolut appears under expanded with an annulus perimeter of 67.3 mm and a perimeter derived diameter of 21.4 mm. Calcium noted in lvot under left and non-coronary commissure. Possible calcification seen inside tav. Right bioprosthetic leaflet appears calcified. Aortic root angulation is 31°. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years, 5 months, and 1 week following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized. A high gradient, calcification, leaflet thickening, and poor valve leaflet coaptation were noted. Additional information was received indicating that the evolut pro+ valve was implanted in the patient's native annulus. It was also noted that the patient's anatomy was not favorable for transcatheter valve-in-valve replacement, so surgery was planned. Additional information was received indicating that an aortic valve replacement surgery was performed approximately 3 weeks after the start of the hospitalization. During this procedure, the evolut pro+ valve was explanted.